Manufacturer narrative:
The initial reported event of impedance issue, oversensing, noise and possible lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert triggered due to abnormal impedance jump and oversensing on the right ventricular (rv) lead. The rv lead also had lots of noise and an impedance spike. A possible lead fracture was suspected. The rv lead had been reprogrammed previously by the clinic and now the alerts were programmed off for the rv lead. The rv lead remains in use as a new rv lead was going to be implanted but the patient was occluded and therefore the patient was referred to a different facility for extraction and new lead. No patient complications have been reported as a result of this event. On 2019-01-16: it was further reported by the patient that their defective rv lead was explanted and replaced. No patient complications have been reported as a result of this event.